Event description:
It was reported that the patient's generator flops around and the generator pocket was too loose. The patient was referred for surgery. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.